Event description:
It was reported that a pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to reset the pump, but a reset could not be performed immediately because the customer did not have the charging cable available. The customer planned to follow up once they had the necessary equipment to complete the reset, and technical support opted to leave the case open for further follow-up.